Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer alleged the coaxial needle broke off in use with patient. The item was retrieved and there was no harm to the patient.